Event description:
It was reported that this right ventricular (rv) lead with the cardiac resynchronization therapy pacemaker (crt-p) exhibited high out of range lead pacing impedances. The device was being checked for magnetic resonance imaging (MRI) and the high impedances were found to be out of range. This device remains in service. No adverse patient effects were reported.